Event description:
A malfunction alarm was reported by a distributor regarding a customer's pump in norway, described by malf 16-0x20e6, which could not be reset. There was no adverse impact to the customer's blood glucose level. The customer was informed that the pump needed replacement, and a new pump was arranged under warranty. The customer was advised to use multiple daily injections (mdi) as a backup therapy, put the old pump into storage mode, and return it using a pre-paid label within 10 days, which they understood and acknowledged.